Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the patient on october 9, 2007 and obtained additional information. The patient reported that the alleged issue first began in 2007, between 7-8 am. He tests his blood glucose twice a day and takes 25 units novolin 70/30 in the morning and 25 units in the evening. On the day the issue began, the patient had continued to take his set amount of insulin. The next day, the patient attempted to test his blood glucose in the morning, but the meter would not power on. He had his normal breakfast and took his 25 units of insulin. About an hour after later, he started feeling "shaky and jittery" (normally feels this way when his blood glucose is low). He tried to power on the meter again, but it did not turn on. He then used his neighbor's meter and obtained a result of 39 mg/dl. He treated self with food/beverage and felt better within 1/2 hour. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The patient was using the correct test strips and had replaced the battery per the owner's manual. The battery was installed correctly and the condition of the battery contacts was good. However, the meter would not turn on when the power button was pressed or when a test strip was inserted all the way into the test strip port. This complaint is being reported because the patient claimed he was not able to test on the meter due to the alleged issue and later became hypoglycemic. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.